Manufacturer narrative:
The device was not returned to bausch + lomb; however, a hospital pathology report was provided indicating presence of calcium deposits on the lens. Review of the device history record (DHR) did not find any nonconformities or anomalies related to this complaint. Based on the additional information received, patient-related factors (past inflammation) are the likely cause of the event. Therefore, this event is determined to be unrelated to the device and therefore, is no longer considered reportable.

Event description:
The lens was explanted and subsequent hospital pathology test confirmed calcium deposits on the lens optic. There were no complications during the original procedure and orientation of lens did not change. In the physician¿s opinion, the likely cause of event was ¿unknown, from past inflammation.¿ the patient status post lens exchange is described as ¿patient is on drops for glaucoma/iritis. Vision improved although limited by glaucoma.¿

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens implanted into the patient¿s right eye became blurred and cloudy/opacified. It was noted that immediately following the surgery, the patient experienced blurred vision. Reportedly, the patient¿s forward vision was affected by what is being described as lights entering the eye through its peripheries. The vision worsened over time to the point in which it disrupted the patient¿s daily activities. After over 6 years since the implant surgery took place, the patient¿s lens was explanted and replaced with one of a different model. The patient¿s vision has since improved, but still impacts daily activities.